Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. The pump had a broken top case (front left corner and cracked by tube holders), cracked right plunger case, and a cracked battery door. The event history log showed evidence of motor rate error. A motor drive and occlusion test were performed. The reported product problem was confirmed. The investigator determined that the main pcb board was not working as intended. The main pcb board was replaced as result. The device passed all functional tests after this measure was taken. The root cause of the product problem was not established.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion 3500 syringe pump. No adverse effects were reported.